Event description:
A 3.5mm diameter x 24mm length ave gfx2 stent was inserted into the right coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter while engaged in the coronary artery. Add'l attempts to cross the lesion with other MFR's stents were also unsuccessful and the target lesion was left only treated with ptca. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.